Event description:
It was reported via repair work order that the nurse call system was not functional due to a damaged communication cable and it was also reported that the head end was elevated and inoperable due to calibration/limit issues with cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.